Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by customer fault recovery. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user noticed that one out of the three surgeon side consoles (sscs) had no video in right eye. The user received phone assistance from the technical support engineer (tse). The tse checked the system log but found no related errors. The user used other ssc to continue with the procedure without further issues. The user was instructed to check the blue fiber cable on the malfunctioned ssc and found that it was seated properly and had a blue led on. The tse advised the user to perform a hard power cycle on the system, but the user refused to do so since they were using the system. The user will power cycle and hard power cycle the system after the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ssc for (B)(6) went down again today. The staff reported that only one eye was working during first case. By the second there was no vision in ssc. The site planned to do a hard restart between cases and will report back if it is a fix.